Event description:
It was reported that the minicap had a dry sponge. The sponge was reported to be stained with iodine. This occurred prior to patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a photograph of the device was returned and evaluated. Photographic inspection found evidence of iodine on the sponge. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.